Manufacturer narrative:
The reported event of noise was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant. During implant, noise was observed on the atrial lead. The lead was repositioned and psa cables were swapped out to check to see if that resolved. The physician asked to use a different lead. A different lead was implanted and no noise was observed. The patient was stable.